Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with folds/wrinkles on the flap of the right eye (od) at 1 day post op exam. The patient¿s chief complaint was of blurry vision. The flap was lifted and rinsed resolve the issue on the right eye. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -3.00 x -1.00 x 90; left eye pre-op 20/20 -3.50 x -.75 x 110.